Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer inadvertently froze insulin prior to loading the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 268 mg/dl.